Manufacturer narrative:
510-k: this report is for unknown synthes screws/unknown lot. Part and lot number are unknown. Without the specific part number, the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the review of the following journal article: defreest l et al (2016). Open reduction and internal fixation of rib fractures in polytrauma patients with flail chest. The american journal of surgery. Volume 211. Pages 761-767 (USA). The purpose of this study is to compare open reduction and internal fixation (orif) with nonoperative management (nom) in polytrauma patients. Between january 1, 2008, and october 20, 2014, 86 patients with flail chest were included in the study. 45 patients constituted the nonoperative management group while 41 patients who underwent surgical fixation were designated as the orif group. Patients who were treated nonoperatively (contemporary nom group with 11 patients) during the 28 months of orif were compared with those treated by nom prior( historic nom group with 34 patient). Patients in the orif group have an average of 50.8 years (range, 19-80) which included 22 females. They were implanted with an unknown synthes precontoured titanium locking plates and screws. The primary outcomes measured were hospital length of stay (hlos), intensive care unit length of stay (ICU-los), and duration of mechanical ventilation (dmv). Secondary outcomes included mortality, the incidence of tracheostomy, pneumonia (pna), acute respiratory distress syndrome (ards), and mortality. Complications were reported as follows: 10 patients had postoperative complications. 2 patients had their hardware compromised by infection and required removal. 3 patients developed empyema. 2 of them required operative intervention. 1 patient developed a persistent air leak and subsequently underwent video-assisted thoracoscopic surgery with pleurodesis. 26 patients had pneumonia. 28 had increased hospital length of stay. 14 patients had increased intensive care unit length of stay. 9 patients had increased duration of mechanical ventilation. 1 patient died. This report is for two (2) patients who had their hardware compromised by infection and required removal. This report is for unknown synthes screws. This is report 2 of 2 for (B)(4).